Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead had a possible fracture. Rising and high pacing impedance was noted, as well as high threshold. The lead was programmed off. No patient complications have been reported as a result of this event.